Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed for hand piece blade stall error as well as overheating. The gearbox appears to be corroded internally. The root cause of this event was identified to be associated with corrosion of the gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the powermax elite mdu hand control overheated and stopped working. A backup device was used to complete the procedure successfully following a 5 minute delay. There was no reported patient impact associated with the event.